Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported this transcatheter bioprosthetic aortic valve was implanted into a bicuspid type 1 native aortic valve. Approximately 7 years and 9 months following the implant of this transcatheter valve, severe structural valve deterioration was identified specific to an increase in the mean gradient of =20 millimeters of mercury (mm hg) from baseline. A mean gradient =30mmhg was identified via a transthoracic echocardiogram (tte). The left ventricular ejection fraction measured approximately = 60%. Patient symptoms were not reported. A valve intervention was performed. During the revision procedure a ballooning of the medtronic transcatheter valve was performed with a non-medtronic balloon. A non-medtronic 23 millimeter transcatheter valve was then successfully implanted valve-in-valve with none to trivial aortic regurgitation identified via aortogram.

Manufacturer narrative:
Corrected data: e1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.